Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that when removing the tampon, a piece of the pledget remained inside the vagina. She was able to remove the remaining piece.